Event description:
It was reported that a pt was in (B)(6) 2004 subject to left hip cementless acetabular revision arthroplasty caused by loosening. In (B)(6) 2010 it was observed a recurrence of loosening and on (B)(6) 2011 the pt was revised. It was noted that one of the acetabular fixation screws was broken as well. The femoral head (although not presenting macroscopic signs of wear), has been removed and replaced for a surgeon choice to use ceramic-ceramic interface, because there were discovered metallosis and granulomatosis signs during the surgery.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted device, the device history records were reviewed and found to be conforming. The reason for the loosening can not be determined with the info provided. There is so far no indication for a product failure which could have lead to the event. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this and zimmer (B)(4) considers this case as closed. (B)(4).